Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported by the affiliate that during a hernia laparoscopy inguinal procedure, staples were overlapped at the time of firing. Unknown how case was completed. There were no adverse consequences for the patient.